Event description:
The customer observed falsely elevated carbon dioxide (co2) results on alinity c processing module for multiple patients. The results provided were: sid (B)(6) 19yrs old male initial=48 mmol/l /repeated=25 and 25 mmol/l. Sid (B)(6) 36yrs old female initial=42 mmol/l /repeated=23 and 23 mmol/l. Laboratory reference range for carbon dioxide=22 to 29 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). The customer replaced the alinity cuvette dry tip (04s52-01) which resolved the issue. The instrument alinity (B)(6) service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity cuvette dry tip associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue; including, but not limited to, replacement and the verification of the alinity cuvette dry tip. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the alinity cuvette dry tip.